Manufacturer narrative:
(B)(4).

Event description:
It was reported that an overdose occurred on (B)(6) 2011 after a refill. The procedure was the cause of the problem. The pt was accidentally programmed for a single bolus for the total amount of her concentration, 499 mcg/hr. The pt's daily dose was 105 mcg/day with a concentration of 500 mcg/ml. The pt made it out to her car, which was parked in the parking lot, and then passed out for ten hrs. The pt woke up at 4 am and urinated on herself. The pt then went in and out of consciousness for a couple hrs and then drove herself home. The pt did not contact anyone until the next week. The pt was seen by the physician following the event. No reprogramming was required. It was not known how the pt was doing. The drugs that were in the pump at the time of the event was reported as fentanyl and lioresal. Additional info has been requested; a f/u report will be submitted if additional info becomes available.